Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set cannula fell off during use. He was in bed and woke up to the infusion set had come off. Patient replaced infusion set and resumed insulin successfully. No further information was available.